Event description:
It was reported bia user facility submitted medwatch, that a patient became unresponsive during treatment and was transported to the hospital for emergency treatment. Follow-up with the patient's nurse was made. The patient's nurse stated that the patient was believed to have had a seizure during treatment. The patient remained in the hospital for 2 days and was discharged home. The patient returned to her clinic for dialysis treatment and continues to do well.

Manufacturer narrative:
This report is being submitted as part of a system level review. We have contacted the initial reporter. This MDR includes all information received to date. Based on the information provided, it is unknown how the drug may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported event during hemodialysis treatment. A supplemental report will be submitted upon completion of the investigation. Please reference MDR #: 1713747-2013-99936, 2937457-2013-00180, 1713747-2013-00402, 8030665-2013-00583, 1225714-2013-02740, 1225714-2013-02741.